Event description:
Used thermacare neck shoulder wrist directly on the skin, [intentional device misuse]. Two (2) burn blisters [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) (older than 55 years) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) exp. Date: dec2018; lot. M61542 , from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used thermacare neck shoulder wrist directly on the skin. Experienced two burn blisters on unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Conclusion of (B)(4) investigational report: batch m61542 is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 2 burn blisters on both sides of shoulder maybe grade 2 [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number 1: m61542, expiration date: dec2018; device lot number 2: n15774, expiration date: feb2019) from an unspecified date for muscular tension and arthrosis. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient applied the neck, wrist and shoulder heatwrap directly to her skin and experienced two burn blisters on both sides of shoulders, maybe grade 2. It was reported the burns disappeared slowly after the product was withdrawn and treatment with dexpathenol ointment. She mentioned this was the first time she was using the heatwrap. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included dexpathenol ointment. The patient reported she did not expect there would be any scars. Clinical outcome of the event burn blister was resolving. Additional information received from product quality complaint (pqc) group included investigation results. Conclusion of (B)(4) investigational report: batch m61542 is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (29sep2016): new information received from a contactable pharmacist includes: patient details, suspect product indication, additional suspect product lot number and expiration date, action taken with suspect product, event onset date, therapeutic measures taken and event outcome. Company clinical evaluation comment: based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
Conclusion of pfizer (B)(4) investigational report: batch m61542 is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 2 burn blisters on both sides of shoulder maybe grade 2 [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number 1: m61542, expiration date: dec2018; device lot number 2: n15774, expiration date: feb2019) from an unspecified date for muscular tension and arthrosis. The patient's medical history and concomitant medications were not reported. On 07sep2016, the patient applied the neck, wrist and shoulder heatwrap directly to her skin and experienced two burn blisters on both sides of shoulders, maybe grade 2. It was reported the burns disappeared slowly after the product was withdrawn and treatment with dexpanthenol ointment. She mentioned this was the first time she was using the heatwrap. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included dexpanthenol ointment. The patient reported she did not expect there would be any scars. Clinical outcome of the event burn blister was resolving. Additional information received from product quality complaint (pqc) group included investigation results. Conclusion of pfizer (B)(4) investigational report: batch m61542 is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (29sep2016): new information received from a contactable pharmacist includes: patient details, suspect product indication, additional suspect product lot number and expiration date, action taken with suspect product, event onset date, therapeutic measures taken and event outcome. Company clinical evaluation comment based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
Conclusion of (B)(6) investigational report: batch (B)(4) is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Investigation results received for device lot number 2: n15774. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 2 burn blisters on both sides of shoulder maybe grade 2 [burns second degree] , case narrative:this is a spontaneous report from a contactable pharmacist. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number 1: m61542, expiration date: dec2018; device lot number 2: n15774, expiration date: feb2019) from an unspecified date for muscular tension and arthrosis. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient applied the neck, wrist and shoulder heatwrap directly to her skin and experienced two burn blisters on both sides of shoulders, maybe grade 2. It was reported the burns disappeared slowly after the product was withdrawn and treatment with dexpathenol ointment. She mentioned this was the first time she was using the heatwrap. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included dexpathenol ointment. The patient reported she did not expect there would be any scars. Clinical outcome of the event burn blister was resolving. Additional information received from product quality complaint (pqc) group included investigation results for device lot #1: m61542. Conclusion of (B)(6) investigational report: batch (B)(4) is the only batch within the scope of this investigation. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Investigation results received for device lot number 2: n15774. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23sep2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (29sep2016): new information received from a contactable pharmacist includes: patient details, suspect product indication, additional suspect product lot number and expiration date, action taken with suspect product, event onset date, therapeutic measures taken and event outcome. Follow-up (12oct2016): new information received from product quality complaints (pqc) group included: product quality investigation results for device lot #2: n15774. Company clinical evaluation comment based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event "used thermacare neck shoulder wrist directly on the skin" "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. No device malfunction has been identified.